Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a complaint via webform which indicated that the adc device detached prematurely. Adc customer service contacted the customer and the customer indicated that due to the reported issue, they became hypoglycemic and experienced. The customer's spouse who is a healthcare professional provided grapes sugar for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.